Manufacturer narrative:
Based on technician statement, ventilator's motherboard was faulty, the device was repaired by third party. Information about defective parts were not provided. Unfortunately, the device's logs have not been provided, no further analysis has been possible. As no more details regarding which part exactly were affected and circumstances of the contamination were provided, the cause of the issue could not be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating high pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).